Event description:
The customer reported that the 840 ventilator stopped cycling. The customer received replacement unit.

Manufacturer narrative:
The device was converted to a demo unit and will not be repaired. Unit will not be returned to customer.